Manufacturer narrative:
Evaluation results: our examination found that the catheter was broken under the balloon latex at the number 1 and 4 inflation holes. Further observation found that the inflation holes were oval shaped. Further examination found that the balloon had a hole at appears to have been punctured by the broken catheter under the balloon.

Event description:
It was reported that the distal tip of the catheter broke during the procedure; however, it did not detach. Reportedly, there were no patient complications. No further details available.